Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had an overstimulation sensation and a shocking or jolting sensation. Sometime s when the patient drove with their implantable neurostimulator (ins) off, they felt the ins go on and then it would go off. This had happened randomly. The patient sometimes felt the ins in their back even when not driving. The patient started noticing this a long time ago, maybe a year ago. Sometimes stimulation turned on when the patient was sleeping even when they did not have the ins on. The patient's body would jerk and they would have to get up. The patient felt like it was shocking them all of a sudden. When the ins was off the patient seemed to get the extra stimulation feeling. The patient had not fallen down. Prior to this report the patient had met with a manufacturing representative to have their system checked.

Event description:
It was reported that even with the stimulator turned off, it would unexpectedly surge stimulation on the patient. It was noted that it had been occurring for one month. The reporter noted that it occurred randomly at random locations. It was noted that one time it surged while she was in the car driving. The reporter noted that the patient felt it in the same location as typical stimulation paresthesia, in the lower back and both legs. It was noted that the patient had not had any overdischarge events that she was aware of. The reporter noted that the patient used the patient programmer when the surge happened to check the on/off status of the implant and the implant was showing off. The surge reportedly just went away on its own. It was noted that the patient tended to use the ¿therapy off¿ button to communication and synchronize with the implant and the patient was reeducated to just use the sync button that is black. It was further reported that the patient complained that the battery would randomly turn on when the device was turned off sending stimulation that was intense and unexpected throughout the areas she typically felt stimulation. The reporter noted that this had occurred 7 times in the past month. It was noted the patient would keep notes if it happened again. The reporter noted that the patient experienced unpleasant unexpected strong stimulation when the device was turned off. It was noted that there was impedance testing performed. It was noted that the cause of the issue was not determined and the issue was not resolved. It was further reported that the impedance check was good and all the leads were intact. It was noted that the patient would keep a diary if it happened again of what she was doing and where she as at. The cause had not been identified, however re-education did occurred on using the patient programmer as the patient typically pushed the off button first and not the black sync button. It was undetermined if the stimulator was truly off or if she turned it off checking her status. The reporter noted that the patient was doing ok and would report back if it continued to happen.

Manufacturer narrative:
Concomitant products: product ID 389233, lot # j0235602v, implanted: (B)(6) 2002, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-29, lot # n238461, implanted: (B)(6) 2012, product type accessory. (B)(4).